Event description:
It was reported that the patient experienced a rapid ventricular heart rate and atrial flutter. The pulse generator exhibited an automatic mode switching anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.